Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was rushed to the hospital with hypoglycemia via ambulance. The patient was about to be transferred to our customer services representative but the line had disconnected. The patient was contacted back but our agent had reached a voicemail box and left a voicemail. The patient stated earlier that they had to use a few pods due to them falling off, thus the cannula was dislodging. The patient states they are not sure if it is due to the weather being hot or that they may have had unstable blood glucose levels due to the stress of going through pods not as scheduled or planned. We attempted three more times to get in touch with the patient regarding the hypoglycemia event. If any new information becomes available we will file a supplemental report.